Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was showing an electrical test failure #119. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the unit was showing electrical test failure #119. Then, the fse checked the unit and found the problem with the front end board. So, in order to fix the issue, the fse replaced the front end module pcb (B)(4) the fse then checked the unit with a demo balloon and trainer and observed that it was working fine and ready for use. The unit was then handed over to the customer in good working condition.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) was showing an electrical test failure #119. There was no patient involvement.